Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer found their qc was out of the acceptable range for vitamin b12, folate, ft3, and ft4. They performed liquid flow cleanings, measuring cell preparations, and repeated qc which was then acceptable. The customer repeated their patient samples and found a few results for ft3 that were discrepant and needed to be amended. Specific data was only provided for one patient samples. The initial ft3 result was 7.8 and had been reported outside of the laboratory. The repeat result was 6.2. The unit of measure was not provided. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Additional information was provided that the repeat result was actually 6.23 and was performed on (B)(6) 2018. The unit of measure was pmol/l. The reagent lot number was 257857. The investigation determined the issue was resolved by the customer's actions.